Event description:
Title: comparison of industry-leading energy devices for use in gynecologic laparoscopy: articulating enseal versus ligasure energy devices. Author(s): linda-dalal j. Shiber, md, daniel n. Ginn, do, mph, ambareen jan, md, jeremy t. Gaskins, phd, shan m. Biscette, md, and resad pasic, md, phd. The aim of the study is to compare 2 laparoscopic bipolar electrosurgical devices used in total laparoscopic hysterectomy (tlh). A second objective was to examine differences in operative time, estimated blood loss (ebl), and perioperative complication rates between the 2 devices. This study was a single-institution, single-blinded, prospective, randomized control trial performed by the division of minimally invasive gynecologic surgery. There were 140 participants each group has 70 participants. In group 1 which is the enseal group (there were 70 participants with the mean age of 41 y.o ¿ 46 y.o. Enseal (ethicon endo ¿ surgery) was used during tlh. The reported complication included device failure (n=10) treatment: not mentioned, and bleeding (n=1) treatment: blood transfusion. In conclusion, the articulating advanced bipolar device was shown to have a statistically significant increase in surgeon perceived workload and rate of device failure when used in tlh; however, clinical and surgical outcomes were equivalent.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. B3: publication year of 2017. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.